Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the insulin gauge showed that the cartridge was empty; however, the customer was able to remove a significant amount of insulin from the cartridge. The customer's blood glucose level was 200 mg/dl.